Manufacturer narrative:
On (B)(4) 2015, (B)(4) was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. This fsca was put on hold a few days later with (B)(4).. A new fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched. The new IFU is currently under revision and will contain the instructions for the new disinfection procedure. (B)(4) 2016 is the anticipated market launch of this new disinfection procedure.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4): on 2015-11-30, a fsca was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. Since the issuance of the 2015-11-30 fsca, maquet has become aware of the possibility that the rinsing process for the high level disinfection with 5% chloramine-t may not adequately remove all residual disinfectant. Therefore maquet is putting the 2015-11-30 fsca on hold pending a resolution of this issue. In order to ensure the highest possible patient safety, maquet has decided to perform a further validation to ensure safety factors are challenged by the disinfection processes delineated in the corresponding ifus. This additional validation will challenge the disinfection process with real world, highly contaminated devices representing the worst case possible. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4): it was reported that the hospital has taken water samples from the device and these showed a bacterial contamination (inter alia mycobacterium chimaera). Ref.: #(B)(4).